Manufacturer narrative:
Please retract this report: 2017865-2019-12960-review of additional information indicates that the device should not have been reported.

Event description:
Additional information received identified the physician considered that the cause of why the lead couldn't be fixed might be fibrosis of the patient's myocardium.

Event description:
It was reported that during the implant procedure, the lead could not be fixed when it was placed on the right atrium. The physician tried several times to replace the lead but still failed. As a result, the physician used another lead to complete the procedure. No adverse consequences were reported on the patient.